Event description:
The meditech lis (laboratory information system), which is not a siemens product, is sending orders to the instrument (advia centaur) to be processed that are partial records from one order and partial records from another order. The outcome is that an order is processed on the instrument with patient demographics from one patient and order details from another patient. There are no known reports of adverse health consequences or patient intervention due to the mixed data sent from the lis.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the data. The fse determined that the cause of this issue was due to an issue with the lis and how it is sending orders to the instrument. The lis is not a siemens product. The instrument (advia centaur) is performing within specifications. No further evaluation of the instrument is required.